Event description:
It was reported that during a ptca treatment procedure, the pt graphix guidewire coating peeled off. The lesion being treated was a 99% restenotic stent previously placed in the left circumflex coronary artery. When the pt graphix guidewire was crossing the restenotic lesion, the coating peeled off. The coating remains in the stent lesion. The guidewire was removed and replaced with another pt graphix guidewire, but the proximal portion of the wire kinked while approaching the lesion. No pt injuries or complications were reported. Pt status is reported as 'good'.